Event description:
A report was received that the pt was experiencing difficulty charging her ipg. A fluoroscopy was taken and showed that the ipg is tilted. The decision was made to revise the pt's pocket site.